Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use with no issue. The issue was resolved with a backup instrument. There was no procedure delay.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was no energy output from the fenestrated bipolar forceps (fbf) instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made an attempt to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken conductor wire. Visual inspection displayed no signs of physical damage. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The instrument grips opened and closed properly. The instrument grips were manually manipulated and failed the electrical continuity test twice, indicating a broken conductor wire. The location of the broken conductor wire was not visible. After rearranging the grips, the instrument delivered the energy intermittently. There were no signs of arcing. The instrument was not fully functional. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.